Manufacturer narrative:
Investigation description. Complaint was confirmed. Alert 41 was present in the notifications menu. Upon inspection of the interior components the cause for the alert was determined to be due to false homing.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error, persisted after restart, and the user noted similar behavior during a prior pump replacement and after leaving the device during a rewind. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included remote verification of the alert, user-guided restart, and decision to replace the device with return of the original for evaluation. Investigation of this case revealed a recurrent device alarm consistent with an insulin delivery system fault, with the affected component likely within the pump¿s delivery or sensing subsystem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.